Event description:
A nurse contacted baxter (B)(4) regarding a leak from a cassette. The home patient (hp) informed their nurse that when they tried to use the equipo cassette, there was a leak at the terminal part. There was no patient involvement, and no patient injury or medical intervention was indicated along with this report.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Updated because sample was not returned. This complaint for a leak in a cassette was not confirmed because the sample was not returned for evaluation; therefore, no root cause could be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4).the device was not available. However, a photograph of the device was submitted for evaluation. This complaint was not confirmed during the photo evaluation; therefore, no root cause could be determined.